Event description:
It was reported that, during an implant procedure, the pt's implantable neurostimulator (ins) showed impedances of >3,600 ohms when the leads were plugged in to the ins. When the leads were then plugged in to the snap-lid, the impedances were normal. A new ins was then used, with high impedances still reported. Troubleshooting suggested the impedances would return to normal after fluid and/or air was allowed to disperse from the epidural space. One hour post-op, the pt's device was programmed and impedance readings were reportedly within normal limits and the pt was receiving "adequate stimulation." The pt recovered without sequela. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.